Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer received a communication that during the cuff test, the tracheal cuff was not deflated completely. The customer indicated that there was no patient involvement associated to this event.